Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient improperly disconnected the patient line from the transfer set. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Baxter has received similar reports. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A caregiver contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during drain 2 of 4. (B)(4) had the patient close all the clamps and transfer set to cycle power twice, clearing the error. (B)(4) then explained that a large amount of air had entered into the disposable set. The caregiver explained the patient disconnected to use the restroom and did not press "stop". The hc then went into drain 2 of 4. The patient attempted to continue therapy after the hc alarmed. (B)(4) advised the caregiver and patient to discard the supplies and report the error to the patient's dialysis nurse the next morning. The patient elected to complete therapy manually. Product surveillance spoke to the patient's dialysis nurse who explained the patient did not call in or notify her of the error or any problems. The nurse stated she would follow-up on with the patient. No injury or medical intervention was reported.